Event description:
Ethicon endo-surgery, ace laparoscopic shears stopped working during the case. The generator indicated to test the handpiece. The cord was replaced with the same message indicated. The handpiece was replaced (different lot) and worked without issue. FDA safety report ID# (B)(4).